Event description:
A customer reported that their pump battery was not charging, and attempts to resolve the issue by using a different wall outlet were unsuccessful. Despite the charging problem, the customer's blood glucose level was not impacted. A new charging cable was sent to the customer resolving the issue.